Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentrations/doses via an implantable pump for non-malignant pain. The patient stated that about a week ago his pump started beeping every 10 minutes. The patient stated that they were in the hospital for a couple weeks with surgery and his pump ran out. Patient stated that his healthcare provider had retired and they were looking for a new healthcare provider. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt) reiterating that their pump was beeping and ran out. They reported that they had their pump replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.